Event description:
It was reported that the motor didn't run while led screen showed properly. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor failed to turn on the compressor motor. After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. The returned capacitor for the motor was installed in a reference compressor, the compressor motor started and was running for 2 days without any deviation. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. Why the capacitor for the motor failed could not be determined in this investigation.

Event description:
Manufacturer ref: (B)(4).